Manufacturer narrative:
No samples or reagents were returned to immucor by the customer that would allow for further investigation. No specific root cause or defect was identified. No instrument problem was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction. Immucor will continue to track and trend performance and operational issues such as described in this report. The immucor internal reference for the associated record is (B)(4).

Event description:
On (B)(6) 2025, a customer in australia reported unexpected negative results for jka while performing a phenotyping assay for a donor sample using gammaclone anti-jka on a neo iris instrument.